Manufacturer narrative:
Medwatch sent to FDA on 04/24/2009. Device eval summary - the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, it is probable that the patient had an undesirable side effect to the injections as indicated in the dfu.

Event description:
A day after treatment with juvederm ultra plus in the nasolabial folds and botox in the glabellar region, the patient presented with redness and warmth on the right side nasolabial fold. The physician felt, the patient may have an infection and prescribed oral keflex. The following day, the prescription was changed to oral bactrum to cover mrsa because of the increased incidence in the area. The patient has no known allergies and an unremarkable health history. The physician felt that the prescribed intervention was required to prevent permanent injury.